Manufacturer narrative:
Pump passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the delivery accuracy test. Unit received with cracked case at display window corner, stained end cap sticker and stained address / serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 300 mg/dl, 400 mg/dl and 500's mg/dl. Customer also reported that, the insulin pump dropped awhile back and it has not been working right since then and thought that, the insulin pump was over and under delivering the insulin. The drive support cap appears normal. Did self test and displacement test and both were passed. Customer stated that, she has not eaten anything all day and her blood glucose was 303 mg/dl. Customer declined troubleshooting for the high blood glucose. Customer advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.